Event description:
During remote follow-up, post paced t-wave oversensing was observed on the device. Reprogramming was performed to resolve this event. The patient was stable and will continue to be monitored.